Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection found no anomalies in the appearance. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. There was no formation of red thrombus on the oxygenator module. The filter and the fiber layer was removed. The fiber layers were removed from the winding in increments of 4mm and each layer was subjected to visual inspection. When the fiber layer was removed by 12mm, the formation of white thrombus was found. Magnifying inspection of the filter found the formation of white thrombus. The mesh diameter was confirmed to be normal. The fiber layers removed were inspected under magnification. Formation of white thrombus was found on the surface of the fiber layer on 12mm from the outmost circumference to the last layer before the heat exchanger. The outer cylinder was removed and inside the heat exchanger module was subjected to visual and magnifying inspections. No adhesion of thrombus was confirmed. A review of the perfusion record found that in spite of decreasing the flow rate, as reported by the customer, the pressure before the oxygenator module was increased, implying that the oxygenator module gradually started to become plugged. However, the cause of the thrombus formation was not identified. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation result, the cause of this complaint is likely to be the formation of thrombus inside the oxygenator module, resulting in the increase in the pressure before the membrane. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as: "adequate heparinization of the blood is required to prevent it from clotting in the system. Do not reduce heparin during circulation. Otherwise, blood clotting might occur." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device. Follow up communication with the user facility confirmed the following information: mvp case. Forty minutes after the initiation of the circulation, a pressure rise was noted before the membrane. The customer decreased the flow rate but the pressure before membrane was still 305mmhg. Further decrease in the flow rate did not improve the situation. The pressure before membrane exceeded 350mmhtg. Sixty minutes after the initiation of the circulation, the actual device was changed out to an lx oxygenator. The amount of blood loss is unknown. The procedure was completed successfully.